Event description:
It was reported that prior to the start of a da vinci-assisted single anastomosis duodenal-ileal bypass with sleeve (sadi-s) surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that the system was beeping. The customer was setting up for another procedure when the issue was noticed. The customer tried installing a cannula and rebooting the system with no change. The system was power cycled again without the error clearing. As a result, the universal surgical manipulator (usm) was disabled and the customer continued with procedure setup with 3 usms. The procedure was continued as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: the robot in operating room (or) 3 was malfunctioning and usm 3 was not working. As a result, the issue was reported and repairs were requested. A field service engineer (fse) was dispatched onsite and the robot was repaired. No further details were provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced the universal surgical manipulator (usm) 1 due to hard errors on the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 1 was analyzed and in remote fe, the 1162 error was found indicating cannula sensor fault on the usm axes controller spar (acs) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection fluid intrusion was found that would be related to the reported event. The usm was installed onto a golden system where the cannula button was not responsive, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where cannula button was found to be failing on the axes controller spar connector (acsc). Once testing was completed the cannula flat flex cable (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, it was concluded that the cannula ffc was found to be the root cause of the reported event.